Event description:
The customer reported elevated creatine kinase-mb (ck-mb) result for one patient on two samples involving synchron lxi 725 system. The elevated result was discordant to another synchron lxi 725 system, which produced results within the normal reference range. Sample number one elevated result was not reported. Sample number two elevated result was released out of the laboratory. There was no report or patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. The fse made minor hardware adjustments on the suspect unit but none were considered significant. The fse performed hardware verification on synchron lxi 725 system - all tests passed successfully. The unit conformed to the manufacturer's published performance specifications. The patient samples were drawn in plastic bc lithium heparin plasma tubes and were centrifuged at 3,500 rpm (rotations per minute) for 10 minutes. The samples were not re-centrifuged before retesting. Quality control (qc) was within range prior to and after the event. System check performed on (B)(4) 2008 passed all specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4) 2010 for additional reportable events.